Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not ignore symptoms of high and low glucose. If your sensor glucose alerts and readings do not match your symptoms, measure your blood glucose with a blood glucose meter even if your sensor is not reading in the high or low range. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 530 mg/dl and bolus was delivered to address bg. Reportedly, elevated bg was due to the customer not monitoring bg level after the sensor was no longer operational. Customer required no further assistance from tandem technical support.